Event description:
Patient tested 4.5 inr on the coaguchek xs system while a comparison lab returned as 3.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that the device also had moisture damage on the bottom of the liquid crystal display. No further info was provided.